Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during an in clinic follow up, the right atrial (ra) lead exhibited elevated and inconsistent capture. A chest x-ray confirmed that the ra lead was dislodged. The lead was explanted and replaced. The patient was discharged.